Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level of 429 mg/dl. Customer stated that she had been issue with bent cannulas, woke up this morning and blood glucose level was 500. Customer treated with insulin pump. The customer was had emergency room the customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.